Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn and spinal pain. It was reported the patient was claiming charging was taking too long; in some cases as long as 6 hours. The patient had not indicated how long they had charged previously. Recharge statistics from the patient's recharger indicate that on (B)(6) 2017, the patient charged for 11 minutes with an average coupling of 8, and on (B)(6) 2017 the patient charged for 27 minutes and was able to get an average coupling of 8. The recharger statistics from the physician programmer were as follows: 4/14 duration 0.0 hours charge at end of session 100%; 4/14 duration 0.5 hours charge at end of session 100%; 4/11 duration 0.3 hours charge at end of session 100%; 4/5 duration 0.1 hours charge at end of session 100%; 4/5 duration 0.0 hours charge at end of session 100% and 3/26 duration 1.5 hours charge at end of session 100%. These statistics indicated the ins and the recharger were working properly. The patient had also claimed the ins had moved in the pocket somewhat. The doctor had evaluated the pocket and claimed the pocket was normal. No information was received confirming the ins had not moved though. It was unknown when the patient first noticed the ins had moved in the pocket. It was also noted the patient has been using adhesive patches and other methods to keep the antenna over the ins. No symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that to resolve the poor coupling and long recharge time, they were sent a new antenna and were told the only other thing that could be done as to replace the ins. The cause of the issues were unknown and they were just told that these things can happen. The patient's issues had not been resolved. No further complications anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported there was poor coupling. The patient reiterated that it was taking too long to charge. The patient stated this was the same issue they had previously. The patient stated it was resolved and then started again, and it was determined to be the same issue. The patient tried using a new antenna in the past, but it did not resolve the issue. The patient stated they used sticky pads to hold the antenna over the ins. The ins was implanted under the patient's right breast. The harness didn't help hold the antenna in place because of the location of the ins. The patient reported it was a new ins recharger. The patient repeated a previous issue of the ins moving in the pocket a little bit. The patient wanted to keep the ins as long as possible and talked about making a new pocket for the ins. It was stated the ins moving in the pocket a little should not have much to do with charging since the insr was placed over the ins. The patient was going to follow-up with their healthcare provider about evaluating the pocket again. The patient stated they were reprogrammed to charge less. The patient stated it should only take them 20 minutes to charge, a manufacturer representative stated it should take 45 minutes to charge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported once again they were having trouble ¿with it.¿ it was reported that the charger says it is not charged all the way and it was not charging properly. The patient had been charging for days and was not getting anywhere. Patient reported it keeps stopping automatically by itself and turns off in the middle of the night. Burning around the ins was reported and was told that nothing was wrong but that it was ¿outdated.¿ the patient was actually swollen at the ins site. Patient reported there might be trouble with communication because itwas moving now. During troubleshooting the patient was successful in starting a charge session and got 4 then 2 then zero coupling boxes but when the recharger (insr) was under their arm they got all the coupling boxes. The ins battery level was reportedly nearly empty. Patient reported they knew they would be able to start charging and turn stim on but within a half hour it would die again. It was reported that it was blinking but not filling. It was reported that if they recharge for more than 15 minutes it would overheat inside of them but that it takes hours to recharge from empty to full. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reiterated and reported the same information that it was taking too long to charge, they had poor coupling, ins was moving in the pocket and indicated the adhesive discs didn't stay attached to the ins. The patient reported their ins was 3/4 charged, and was charging the ins with the stimulation turned on and then all of a sudden they got a sudden jolt sensation and the stimulation stopped. The patient reported they are feeling the stimulation off and on. The patient reported they are having trouble with charging and having communication issues with recharger and ins. Patient confirmed they are having intermittent coupling that changes from 0-8 and goes off and on with the connection. A new antenna was being sent to the patient. No further complications anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that they had long recharger times and communication problems between devices (implant, charger, and remote control). The patient stated that the symptoms associated with the long recharging time and implantable neurostimulator (ins) moving inside of the pocket included discomfort from the lack of movement while charging. They had to sit completely still while charging and had to use duct tape to hold the charger in place while charging because the adhesive stickers would not hold it in place. Especially if the implant moves the provided harness for charging does not work because of the location of their implant. No steps have been taken to resolve the issues. The patient noted that they do not know their weight at the time of the event but they have not gained or lost any significant weight since the time of implant. The patient noted that they have received no explanation as to why they are having problems. Their manufacture representative (rep) could only guess at possible explanations. No further complications were reported/are anticipated.